Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
A health care professional reported that the patient developed an infection and noted that the patient could no longer tolerate opiates as they were changing their mental status. The pump was subsequently explanted sometime in early (B)(6) 2017.